Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose unknown mg/dl. The customer was admitted to the hospital. Customer gave too much bolus. The outcome of emergency room visit was hypo type issue. The customer had to take an MRI and seizure test was in the intensive care unit.